Manufacturer narrative:
Based on the available info this event is deemed a serious injury. An investigation was conducted and through the analysis of complaint data a specific root cause could not be determined. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Since no sample was received from customer . Only the product reference number mm53120605 was available to assist in the history review, hence retrieval of assembly record to support the investigation process was not possible. Review of past two years (2011-2012) complaint history record revealed that there was small percentage of the complaints related to non deflation are manufacturing related. Corrective action has been taken to address the confirmed complaint cases. There are few other potential causes been identified as hazard during risk management process and such risks are controlled to minimal. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported that a 2-way pediatric foley catheter, size 6, was used on a pt to undergo a salpingography. During the procedure it was noted that the balloon would not deflate. It was reported that the medical staff cut the injection port, but failed to deflate the balloon and the pt was then sent to the operating room for the removal of the foley catheter. It was also reported that the medical staff kept observing the status of the balloon and the balloon did not deflate until the 3rd day after the initial event.